Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the false upstream occlusion messages, which were confirmed during event history log review, but were not reproduced during the evaluation. The device passed further testing and the cause was unable to be determined. The device was calibrated to ensure proper occlusion detection.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. It was also reported there was no patient involvement.